Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) implant card was received reporting the iol was not implanted due to a defect. Additional information is requested.

Event description:
Additional information received; the haptic was broken upon insertion. The procedure was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).